Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the was inserted the anesthesia physician announced the blood pressure of the patient was dropping. An effusion sweep showed no effusion and a 4-chamber echo view showed that the patients right heart was failing and barely contracting. Medication was given to the patient by the anesthesia physician and CPR was started by the implanting physician to circulate the medication. After 5 minutes the patient became stable. Their right heart was contracting and their blood pressure was back up. The physician proceeded with the watchman procedure after deeming that the patient was fine to continue. No effusion noted on a sweep post CPR treatment. The wds was prepped and deployed in the laa of the patient. The device met release criteria and was released from the core wire. After the device was released the patients blood pressure began to drop and their right heart was failing again. The patient was give multiple pressers and epinephrine. CPR was started again. During this time a 1cm effusion was noted to be present in the patient. CPR/acls was performed for 1 hour and 15 minutes with addition medication given before the patient was able to hold their blood pressure and become stable. The patient was transferred to the intensive care unit. There was no treatment performed for the pericardial effusion as the source of the patients issue was the complete right heart failure. That night the patient woke up and self extubated themself. The patient refused to be reintubated. The patient became hypoxic and passed away due to this.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After the was was inserted the anesthesia physician announced the blood pressure of the patient was dropping. An effusion sweep showed no effusion and a 4-chamber echo view showed that the patients right heart was failing and barely contracting.medication was given to the patient by the anesthesia physician and CPR was started by the implanting physician to circulate the medication. After 5 minutes the patient became stable. Their right heart was contracting and their blood pressure was back up. The physician proceeded with the watchman procedure after deeming that the patient was fine to continue. No effusion noted on a sweep post CPR treatment. The wds was prepped and deployed in the laa of the patient. The device met release criteria and was released from the core wire. After the device was released the patients blood pressure began to drop and their right heart was failing again. The patient was give multiple pressers and epinephrine. CPR was started again. During this time a 1cm effusion was noted to be present in the patient. CPR/acls was performed for 1 hour and 15 minutes with addition medication given before the patient was able to hold their blood pressure and become stable. The patient was transferred to the intensive care unit. There was no treatment performed for the pericardial effusion as the source of the patients issue was the complete right heart failure. That night the patient woke up and self extubated themself. The patient refused to be reintubated. The patient became hypoxic and passed away due to this.